Manufacturer narrative:
Product analysis: during initial inflation, a pinhole was identified near the base of the distal lobe, near the bonding point of the balloon and cannulated tube. Based on the information provided and functional analysis, the above observations are consistent with contact of the balloon with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t10 and t11. During the surgery, it was reported that blood began flowing back through the syringe, indicating a balloon rupture had occurred. According to the report, volumes and pressures were at 300 psi and approximately 2.5cc, respectively. It was reported that balloon fragments were left in the patient but no complications have been reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.